Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored and a small piece of tissue came off. The surgeon used another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/23/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, quality assurance is unable to determine the cause of the reported condition. The device was contaminated by a significant amount of dried body fluids making it impossible to determine the root cause of the difficulty encountered.